Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video assisted thoracic procedure, the device would not cut through the tissue normally. The second reload delivered an incomplete staple line. There was no adverse consequence to the patient.